Event description:
The customer called technical support (ts) reporting that the device's touchscreen is not working. The customer reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised he attempted to calibrate the touchscreen, but it did not solve the issue. The rse advised touchscreen replacement and provided the part number for the touchscreen.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. A supplemental report will be submitted if new information is later obtained.